Event description:
It was reported that the right ventricular (rv) lead had high threshold and low impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed, and no anomalies were found. It was noted that all conductors were distorted and stretched, there was blood/body fluid on all conductors (not obstructed), the distal and proximal conductors were fractured due to overstress, the outer insulation had cosmetic environmental stress cracking, all insulation's torn, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the lead was stretched, and there was apparent explant damage. It was also noted that there was severe explant damage. And due to the extreme explant damage it was not possible to determine the cause of the electrical complaints.